Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was implanted last year, and the longevity was showing only six months remaining. The customer felt that it was shorter than expected. Technical services reviewed the report and observed atrial fibrillation (af) episodes where the power consumption had changed along with the additional sensing as expected. It was discussed to consider programming to ventricular therapy only due to chronic atrial arrhythmia to see if battery can recover. This device remains in-service. No adverse patient effects were reported.